Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. Patient asked when they should take off the bandage. Reviewed role of patient services and redirected patient to healthcare provider. Patient also mentioned that they had a little bit of sensitivity in the incision area where the device was and when anything presses on it. Patient stated that they could still feel it. Patient stated that they could not lay on the device at first but now they can. The patient was redirected to their healthcare provider to further address the issue. On 2024-sep-24, additional information was received from the patient. The patient called back to review the process of connecting to ins. Agent guided patient with connecting and making adjustments. On 2024-oct-16, additional information was received from the patient. Patient called back and repeated therapy issues. Patient said they decreased the setting however then patient said they noticed that they weren't emptying their bladder. Patient said they had decreased their fluid intake and said that it stings when they urinate and that urine was a dark color. Patient said it has been stinging for the last couple of weeks. Patient also said their appetite has also been down for at least a month. Reviewed therapy information and general programming guidance. With instructions, patient connected to implant, switched programs and adjusted setting. Patient to monitor and track symptoms and patient was redirected to report to their managing physician.